Event description:
The user facility reported that the cardioplegia line became disconnected from the oxygenator where it had been attached by the user. The tubing was re-connected and tie-banded before resuming. The reported blood loss was estimated to be 600-cc. The user facility reported that there was no pt injury and the procedure was completed without any further complications.

Manufacturer narrative:
Results - is based upon evaluation of user facility information. The involved sample was returned and evaluated. Visual exanimation confirmed there were no defects. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number or product code. Follow-up communication with the user facility confirmed that the user made the involved connection during set-up and that it was not tie-banded. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that there was any relation to a device defect or malfunction. The involved connection was made by the user facility during set-up. The convenience kit labeling does state, "band all connections in the circuit" and recommends to carefully observe connections before and continuously during use. All available information has been placed on file in quality assurance for tracking, trending, and follow-up.